Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The caller stated that the battery cap on the insulin pump is missing. Unable to troubleshoot due to the missing battery cap. Advised the caller that a battery cap would be sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.